Manufacturer narrative:
Findings: pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Pump was monitored for several days and no blank display, black screen or display anomaly noted, however moisture damage found on the electronics and motor. Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly and damage. Customer's blood glucose at time of incident was 180 mg/dl. Customer stated that the pump is in full black screen. Customer stated that pump was exposed to extreme temperatures or direct sunlight. Customer was advised to stabilize at room temperature. Customer stated that black screen did not disappear. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.